Event description:
On (B)(6) 2021 the surgeon performed grafts / mitral repair and avr; implanting a memo 4dr and then an xl perceval. During the toe off bypass the patients pressure dropped dramatically, the perceval was seen to be in the lvot. They went back on bypass and resized for a perimount and implanted a 27 perimount. The surgeon commented that in hindsight the white end of the perceval xl sizer was not as snug in the annulus as perhaps it should have been. The surgeon stated that the clear end of the xl sizer was the same as the perimount 25 sizer and so went with a 27. It was also commented that the annulus to st juntion ratio was upper limits (2.7 / 3.8 approx). There was no difficulty encountered during the sizing process, and the surgeon identified that the perceval xl sizer was borderline. Based on the medical judgement the root cause of the event was attributed to mis-sizing of the perceval valve. The procedure was prolonged by less than 20 minutes and the patient had no adverse event outcome.

Manufacturer narrative:
Sections updated.

Event description:
On (B)(6) 2021 the surgeon performed grafts / mitral repair and avr; implanting a memo 4dr and then an perceval valve model pvf-xl. During the toe off bypass the patient's pressure dropped dramatically, the perceval was seen to be in the lvot. They went back on bypass and resized for a perimount and implanted a 27 perimount. The surgeon commented that in hindsight the white end of the perceval xl sizer was not as snug in the annulus as perhaps it should have been. The surgeon stated that the clear end of the xl sizer was the same as the perimount 25 sizer and so went with a 27. It was also commented that the annulus to st junction ratio was upper limits (2.7 / 3.8 approx). There was no difficulty encountered during the sizing process, and the surgeon identified that the perceval xl sizer was borderline. Based on the medical judgement the root cause of the event was attributed to mis-sizing of the perceval valve. The procedure was prolonged, but the patient had no adverse event outcome.

Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device has been discarded , no further investigation can be performed at this time. Based on the information provided and the medical judgement received, the root cause of the reported event can be attributed to a mis-sizing of the perceval valve (use error). It should be noted that the perceval valve IFU indicates that the sinotubular (st) junction ratio less or equal to 1.3. For this specific case, the st juntion ratio was 1.4 (2.7/3.8 approx) which is upper limits as reported by the physician. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Since the device has been discarded and the serial number was not provided, no further investigation can be performed at this time. Based on the information provided and the medical judgement the root cause of the event can be attributed to mis-sizing of the perceval valve. The perceval valve was implanted off IFU, the IFU for perceval states that the sinotubular (st) junction ratio = 1.3. The st juntion ratio was upper limits (2.7 / 3.8 approx) which is 1.4. The manufacturer has followed up for more information. If additional information is received the manufacturer will update the report.

Event description:
On (B)(6) 2021 the surgeon performed grafts / mitral repair and avr; implanting a memo 4dr and then an xl perceval. During the toe off bypass the patients pressure dropped dramatically, the perceval was seen to be in the lvot. They went back on bypass and resized for a perimount and implanted a 27 perimount. The surgeon commented that in hindsight the white end of the perceval xl sizer was not as snug in the annulus as perhaps it should have been. The surgeon stated that the clear end of the xl sizer was the same as the perimount 25 sizer and so went with a 27. It was also commented that the annulus to st juntion ratio was upper limits (2.7 / 3.8 approx). Based on the medical judgement the root cause of the event was attributed to mis-sizing of the perceval valve.